Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer advised he tried samples and when removing first sample after 3 days he tore a small aspect of the left quadrant of his stoma. Small amount of bleeding; relieved by pressure. He tried a second sample thinking he should remove the wafer sooner and removed on day 2. This wafer was more difficult and the skin was torn more. Product use and skin care instructions provided.